Manufacturer narrative:
The pump passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, prime test, off no power test and excessive no delivery test. The pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. No weak battery or battery out limit alarms noted. The pump was received with high idle current due to faulty lcd driver. The pump was received without battery cap unable to confirm damage. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for low battery and weak battery. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states they received replacement battery cap, but the issues persist. The customer was advised the pump would be replaced and returned for analysis.